Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia along with bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room for hyperglycemia. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl) while wearing the pod longer than 48 hours. Symptoms reported include blurred vision, dizziness and cognitive changes. The cannula of the pod was found to be bent. In addition, the patient had a bladder infection that was treated with antibiotics (amox 875mg clavulan 1 tablet 2x daily 5 days). It was reported that the elevated glucose levels were a consequence of medications received during surgery. The hyperglycemia was treated with IV fluids and bolus corrections. The patient was released after 5.5 hours.